Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0958-2020. (B)(4). Sw = 2.9d. The unit passed displacement test. The unit was received with a retainer ring that partially detaches from the reservoir tube lip at the lateral side. Inserted a test p-cap into the retainer ring, and it locked in place properly. Also the middle (enter) keypad button is cracked. The unit was received with a battery cap and the battery cap contacts were firmly attached to it during testing.

Event description:
Medtronic received information that battery cap cracked/damaged occurred. There was no adverse impact or consequence reported as a result of this event.